Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with customer and found that system stops at 00:00 without opening the acquisition functions. Review of the system log file showed that malfunctioning flexvision pc. The rse asked the customer to restart the pc manually. After the issue was resolved temporarily. The rse created another case ID 0121986218 where the fse went onsite and confirms that the issue was regarding grabber card and therefore has replaced flexvision pc. After the replacement of flexvision pc the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not boot up. There was no reported patient or user harm. Philips has started an investigation of this complaint.